Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in intermittent comm loss with the monitored devices. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps with the biomedical engineer (bme) as the reporter of the issue was unfamiliar with the components. The bme stated that the comm loss was random and lasting for roughly 5 minutes at a time. Nk ts and the bme noticed the age of the bsm's in use, siting they were end of life/end of cycle (eol) for the devices as well as the wlan system. The bme could not confirm whether the server was nk or cisco which could also be a cause for communication issues. Nk ts suggested some actions to take and the bme said he would call back. The reply from the bme indicated that the facility was looking into replacing the devices. The root cause is determined to be the eol bsm devices. The is expected wear and tear through use over an extended amount of time.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in intermittent comm loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not in communication loss at the time of the call, but they have noticed the message a few time that day. They stated that intermittently over the last few months, systematic communication loss is coming across in periods of 5 minutes or other random amounts of time. They are on wlan bedside monitors. The comm loss is not always seen at the cns, but sometimes they are noticing gaps in the tabular trend data. Nihon kohden technical support (tech support) also noted and told the customer that most of the bedside monitor models except for the bsm-6000 series are all devices and accessories are at end of life/end of service. From what they told tech support, the issue that stands out is age of the devices and possible the wlan system. Ts stated that they could not promise any support with parts or replacements due to being end of life products. For intermittent issues, tech support asked that the biomed speak to the staff about identifying potential differences in the site. Anything with wireless capability or magnetic resonance coming down the hall may play a part. Also, movement in specific areas where coverage might be weak could be a factor. As for the tabular trend data not back-filling after the event ends, I asked that they look again after 5-10 minutes of resumed communications. If it is not back-filling, there may be more specific reasons but again, support and parts on these devices are limited. We also do not know if they are using nk or cisco wireless. That could be a contributing factor in terms of age or compatibility, respectfully. The biomed was going to speak to the staff since they are only on-site once a week and may be necessary to start talking about upgrades to the system and equipment. No patient harm was reported. Nihon kohden continues to investigate the reported event. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but the serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor. Model: bsm-2354a. Sn: ni. Bedside monitor. Model: bsm-5106a. Sn: ni. Bedside monitor. Model: bsm-6000 model ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not in communication loss at the time of the call, but they have noticed the message a few time that day. They stated that intermittently over the last few months, systematic communication loss is coming across in periods of 5 minutes or other random amounts of time. They are on wlan bedside monitors. The comm loss is not always seen at the cns, but sometimes they are noticing gaps in the tabular trend data. Nihon kohden technical support (tech support) also noted and told the customer that most of the bedside monitor models except for the bsm-6000 series are all devices and accessories are at end of life/end of service. From what they told tech support, the issue that stands out is age of the devices and possible the wlan system. Ts stated that they could not promise any support with parts or replacements due to being end of life products. For intermittent issues, tech support asked that the biomed speak to the staff about identifying potential differences in the site. Anything with wireless capability or magnetic resonance coming down the hall may play a part. Also, movement in specific areas where coverage might be weak could be a factor. As for the tabular trend data not back-filling after the event ends, I asked that they look again after 5-10 minutes of resumed communications. If it is not back-filling, there may be more specific reasons but again, support and parts on these devices are limited. We also do not know if they are using nk or cisco wireless. That could be a contributing factor in terms of age or compatibility, respectfully. The biomed was going to speak to the staff since they are only on-site once a week and may be necessary to start talking about upgrades to the system and equipment. No patient harm was reported.